Event description:
Ventilator alarming "high o2". Oxygen set at 25%. Ventilator external analyzer reading 95%. Machine switched out. Patient tolerated switch with decompensation of heart rate. During biomed check, the vent began alarming. Oxygen rose to 100% and volumes dropped to zero. O2% was adjusted to 60% and volumes were half of set. Problem was found to be a complete unexpected failure of air gas module. After installing new air gas module, machine was recalibrated and passed all tests returned to service with 32859 hours.